Event description:
The customer stated that the insulin pump stopped working one to two years ago. The customer stated that when he tried to bolus, numbers were scrolling on the device's display. The customer did not recall any significant events leading up to the error alarm. Customer stated that the insulin pump seemed to be delivering insulin to him because his blood glucose level was normal. Blood glucose level at the time of the incident was 190 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.